Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a damaged video connector socket. However, the root cause of the damaged video connector socket could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found there was an image issue due to a broken video connector socket, which generated disconnection when the plugged connector moved. The device evaluation also found the front panel damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite video system center had poor image quality. The issue was found during the cystoscopy with ureterorenoscopy (urs) and stone removal. The procedure took a bit longer. A flexible video ureteroscope (urf)was exchanged since it was unclear which device was causing the defect and the device had to be restarted several times. The procedure was successfully completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
There was no patient injury or harm due to the device malfunction. There was no additional intervention needed (or change in treatment course) due to the issue.